Event description:
It was reported that the system 9600 would not completely initialize and would not display any images. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified, it was determined that the auxilliary interface circuit board was defective preventing complete initialization. The board was replaced. Reset video cable to image processor circuit board. The system was tested and found to be working as intended and placed back into service. Replaced aux interface to restore boot operation to system. 2) image/video path leaving video switching pcb to image processor. Video not on ip pcb. Repaired video loop. System returned to operational status. Case closed. No recall letters associated with this procedure service report e-mailed to administration.